Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Sleeve gastrectomy; what color cartridge was used in area of the hole? Gold and blue; was buttressing material used? No. Only evicel; was there any issue with staple formation in initial procedure? During reoperation was staple form noted? No issue in the initial procedure. What is the current patient status? Treatment with drains -patient is still at hospital, in (B)(6).

Event description:
It was reported that during a gastrectomy procedure (gastric fistula), the female patient was operated on (B)(6). The intervention went very well without any problems. The surgeon used three gst60g, two gst60d and one ecr60b. The patient was readmitted on monday, (B)(6) for peritonitis: re-intervention/re-operation and discovery of a hole on the second third of staple line. To date the prognosis of the patient is now unknown.

Manufacturer narrative:
(B)(4). Additional information received. The patient is still being treated for the fistula which has not been stopped but was drained. The procedure was performed without difficulty. The surgeon has a user¿s experience of more than 250 sleeves procedures. Patient had a bmi above 36 and suffered from obstructive sleep apnea, else no specific medical history known. No immediate post-op complications noted: radiology checks done the day after surgery showed that the staples lines were ok, with no signs of leak. However, the patient underwent a new surgery at day 4 post-op due to fistula with peritonitis and had to stay several days in the hospital. The patient was seen again few months from the initial procedure and she is still being treated for the fistula which has not been stopped but was drained.